Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's ins did not work any longer and the patient was thinking about having it removed; event date unknown and circumstances unknown. Caller mentioned the patient had injection in past where the ins had to be turned off by a person at the urology clinic. Technical services (tss) reviewed MRI information. Additional information was received from the patient on 2024-aug-15. They reported that it has not worked for them in a while and they had to turn it off for shots in their back and now they need it removed as the wires are crossed and they need an MRI really bad.

Manufacturer narrative:
Continuation of d10: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.